Manufacturer narrative:
(B)(4). Date sent: 8/13/2024. Corrected data : d4 lot number was not a recognized number. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopy procedure during the stapling para anastomosis, the stapler suffered a failure in its use resulting from non-closure and causing tissue cutting, causing injury to the distal rectum. It was necessary to perform a new anastomosis with a new stapler. However, in the methylene blue test it was evidenced extravasation being necessary to perform a protective ileostomy.

Manufacturer narrative:
(B)(4). Date sent 7/9/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.